Event description:
It was reported that device failed to deliver therapy while patient in vf. During interrogation possible output circuit damage and low impedance alerts were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
As received, the distal tip of the lead was missing. Internal abrasion was found at 39.9-40.8cm from the connector pin under the svc shock coil. One of the rv conductor cables was broken and there was evidence of shorting to the svc shock coil, consistent with the report of low impedance and loss of hv therapy.